Event description:
No additional information was received from customer.

Manufacturer narrative:
B5 correction: this report is being supplemented to provide a correction to a previously submitted report. This event was reported as a duplicate report. Please refer to mfg report 3002808148-2026-07256-00.

Event description:
It was reported during reprocessing, the cysto-nephro videoscope exhibited a missing piece of rubber from the seam, four inches from the distal tip. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.